Event description:
The customer stated patient was exposed but no images shown up on the screen. Patient was taken to another room to finish the exam.

Manufacturer narrative:
(B)(4). The battery compartment was replaced by service engineer of canon u.s.a., inc. (B)(4).